Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was not getting any pain relief and was having to get epidurals for pain in 2014. It was noted the patient had stroke in 2016 and fell in (B)(6) in 2017. It was noted the patient had back surgery and had to have vertebrae removed because of fall, and patient had stimulator remove at this time. Patient wanted to donate equipment to manufacturer. No further complication and events were reported.